Event description:
It was reported that the customer had a loose drive support cap on the insulin pump. Customer stated that the insulin pump fell off the counter when he got out of the shower. Customer's blood glucose level was 94 mg/dl. Customer stated that the drive support cap came out and the customer pushed it back in. Customer stated that the drive support cap is sticking out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a flush/loose drive support cap noted. The insulin pump also had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.